Manufacturer narrative:
Additional product code: hrs. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, patient underwent implant removal due to healed fracture. During the procedure, one (1) screw was identified as broken and almost all the screws were loose. A variable angle- locking compression plate (va-lcp) distal radius plate was also removed. The procedure went well. This complaint (B)(4) captures the 3 devices out of the 7 devices while complaint (B)(4) captures the remaining 4 devices out of 7 devices. This report is for one (1) 2.4mm ti cortex screw slf-tpng with t8 stardrive recess 14mm this is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: x-ray reviewed: the provided x-rays do not allow for any determination of the root cause h3, h4, h6: a device history record (DHR) review was conducted: part: 401.764, lot: 1l77663, manufacturing site: grenchen, release to warehouse date: 04 oct 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. Visual inspection: the returned cortex screw was visually inspected and shows cosmetic wear but no damages. Functional test/ dimensional inspection: cosmetic wear consistent with the device's use would not affect performance of the device.the device is checked visually and functionally at manufacture and passed document/specification review: the returned cortex screw was manufactured in oct 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Summary: the returned cortex screw presents only cosmetic wear consistent with the device¿s use, which would not affect performance of the device. The complaint condition of the cortex screw being loose could not be reproduced. The review of the production history revealed that this cortex screw was manufactured october 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. A definitive root cause was unable to be determined with the provided information. In addition, no conclusions could be drawn if a torque limiter was used during implantation surgery. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: the revision surgery occurred on (B)(6) 2019.